Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of log confirms x-ray generator errors and warnings. Upon functional analysis, fse found that the generator is busy and flouro is possible for about a minute. Fse replaced x-ray generator /x-ray tube calibrations / adaptation. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the generator is busy and no flouro possible for about a minute. The device was in clinical use. No patient harm reported. The philips service engineer completed generator calibrations. After doing tube adaptation, the error log was checked and there are no signs of tube arcing. Philips has started an investigation of the complaint.